Event description:
A healthcare professional reported loose phaco tip noted during the sculpting portion of a cataract procedure. Tip was removed and replaced. The procedure was completed w/o consequences to the pt.

Manufacturer narrative:
A sample has been rec'd, but is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).